Manufacturer narrative:
H6: added investigation conclusions code 22 - known inherent risk of device. Explanation for code 4111: multiple attempts have been made to acquire additional information to classify any possible specific device problem, device identification, and event dates. No additional information has been provided. Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Explant scientist observations: the abluminal surfaces of all segments were variably covered by scattered areas of dark red/brown and yellow to white tissue present. A foci of tan/yellow/white tissue was present near the distal aspect of segment 3, wrapping around the abluminal surface and constraint sleeve. The observable luminal surfaces were generally devoid of tissue with minimal areas of scattered red/brown to tan tissue present. The lumens were all patent. A portion of the cl was seated within and extending distally from the contralateral gate. Cl was circumferentially transected at the distal edge and aligned with the circumferentially transected proximal edge of segment 2. Segment 2 consisted of the remaining portion of the cl. The ipsilateral leg of the trunk was circumferentially transected at a distal aspect, which aligned with the circumferentially transected proximal edge of segment 3. Segment 3 consisted of the remaining portion of the ipsilateral leg of the trunk. Stent frame disruption (i.e., elevated/displaced stent) was present near the transection at extremity a of segment 3. Per geprovas, ¿many metallic stents on each segment are not covered by the eptfe structure anymore¿¿ this is an inaccurate assessment by geprovas. The ¿not covered¿ stent areas are manufactured in that manner (wrapped in boding film) and are not a disruption. The stent frame in all segments is attached to the graft by the reinforcement film. The material disruptions identified (i.e., transections, stent frame disruption) are consistent with those caused by interaction with surgical instrumentation (i.e., scalpel/scissors, forceps/clamps), likely used during the explant procedure. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. This device is also reported with the manufacturer report number 3007284313-2021-01690. Corrected b3: the date of incident is unknown. Therefore, the date of which the device was explanted is used as date of incident. Corrected h6: updated component code to 4755 - part/component/sub-assembly term not applicable. Code 515 was inadvertently entered, but correct code should be 4755. Type of investigation code 4119 removed as it was inadvertently entered. Updated investigation findings code to 213 - no device problem found. Code 3221 is no longer applicable. Updated investigation conclusions code to 4315 - cause not established. Code 11 is no longer applicable.

Manufacturer narrative:
Added g3/g4, h1/h2 and h6: conclusion code.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number which contain a reported event involving the same patient. The date of incident is unknown. Therefore, the date of which the incident was received from a third party investigator is used as date of event. The medical device returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately. (B)(4).

Event description:
It was reported to gore that a gore® excluder® aaa endoprostheses was used in order to treat a patient with an uncomplicated abdominal aortic aneurysm on (B)(6) 2012. On (B)(6) 2021, after about 9 years and 6 months, the endoprosthesis was explanted due to type ii endoleak responsible for aneurysmal sac growth.